Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire. In an attempt to trigger the load to staple, the stapler broke the trigger and there was no longer how to use". Another device was used in order to complete the case. There was no patient injury.